Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.